Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer's expected blood glucose test result range was undisclosed. Daughter-in law stated customer was able to obtain a result of 161 mg/dl within thirty minutes after the hi result. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage and open vial date were undisclosed. The test strip lot manufacturer's expiration date is 08/22/2019. The meter memory was not reviewed for previous test result history. Daughter-in-law stated she believed the truemetrix meter was working and just wanted to know what hi meant.